Manufacturer narrative:
Assessment by merz: no precise information was given on the event onset date, so that a temporal relationship can only be assumed. The event occurred in vicinity to the injection site, which is possible. Injection site granuloma (serious) is expected based on the current valid EU instructions for use (IFU) leaflet of radiesse(+) and can occur after treatment with radiesse(+). The reported redness and induration were considered as symptoms of the granuloma. According to the physician, the granuloma was histologically confirmed as foreign body-type granuloma with multinucleated giant cells. Possible confounding factor includes patient's previous treatments with radiesse and hyaluronic acid. However, a contributory role to the treatment with radiesse(+) cannot be excluded with certainty. In this case, the patient received treatment with topical corticosteroid and antibiotic with an unresolved outcome, and further treatment was postponed due to non-availability of the patient. Causality for the event is assessed as possibly related to the treatment with radiesse(+) based on possible local and assumed temporal relationship. This case is considered as serious with the serious event injection site granuloma due to histologically confirmed granuloma. Merz casuality re-assessment due to receipt of follow-up information on 30-jun-2025: based on the information provided a possible confounding factor could be the patient's previous treatments. Nevertheless a contributory role of the treatment with radiesse(+) cannot be excluded. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). This case remains as serious with the serious event injection site granuloma due to histologically confirmed granuloma.

Event description:
Case description: this spontaneous report was received from a french physician via a sales representative and concerns a 67-year-old female patient. She was injected with approximately 1 syringe of radiesse (+) into the cheekbones and marionette lines, on (B)(6) 2024. Batch number was reported as unknown. A needle from the kit (27-gauges thin-walled needle) was used for injection. Radiesse (+) was not diluted. No hyaluronic acid was injected. Patients previous aesthetic treatments included radiesse and hyaluronic acid since 2017. Patients medical history included hypertension, diabetes, and hypothyroidism for which patient was receiving treatment. Physician did not considered these as autoimmune diseases. The patient was on medication for hypertension, diabetes, and hypothyroidism. Patient did not have known skin conditions. After the radiesse (+) injection, the patient experienced granuloma. The patient presented with a red, indurated, infiltrated area at the corner of the lips, non-painful. This induration measured around 1 cm for that on the left side and around 7-8 mm for the other on the right side. The patient subsequently consulted a dermatologist who prescribed a topical corticosteroid and antibiotic. The treatment was ineffective but the condition did not worsen. A biopsy was performed. Histology revealed a foreign body-type granuloma with multinucleated giant cells. No treatment was initiated following the histology results. Next follow-up was scheduled for autumn, as the patient was currently very busy. The outcome of event was reported as not resolved. Follow-up information was received 30-jun-2025: the patient was previously injected with radiesse and hyaluronic acid in (B)(6) 2017, in (B)(6) 2021, in (B)(6) 2022, in (B)(6) 2023, in (B)(6) 2023 and in (B)(6) 2024. The outcome of the events remained unchanged.